Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the device was found to be in backup vvi mode. A device download was successfully performed and normal device function was restored. The patient condition was good.